Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had a impella cp placed to support a patient. During support, pulses were lost at the limb and distal flow by external bypass. The impella cp was replaced with an impella 5.5 and the patient survived. Additional information was received. The distal perfusion catheter was placed when the patient was initially placed on impella cp support as a preventative measure. When the escalation to an impella 5.5 occurred, it was removed along with explanting of the impella cp.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned for investigation. Ischemia : the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.